Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient experienced recurring "line blocked" alarms and blood glucose reading is 397 mg/dl after replacing the insulin pump cassette and infusion set. The occlusion alarms persisted across multiple set changes and attempts to deliver a correction bolus, ultimately preventing insulin delivery until the tubing orientation was altered. There were patient involvement and no patient harm.